Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging user cannot breathe smoothly when using the device. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging user cannot breathe smoothly when using the device. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for investigation. Upon receipt, the device was found to have recorded 10.6 blower hours and 10.2 machine or operation hours. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The customer complaint was not confirmed. The device was replaced. The manufacturer has updated section h in this report.